Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they met with the manufacturing representative (rep) prior to christmas who tested the system and sad that only program 2 and 5 were working. Patient did not know any further reasons as to why or what caused the issue, but stated the rep said, "they just think it old". The patient indicated a replacement procedure is something they are discussing but has not yet been scheduled. Information was also received from a manufacturer representative (rep). The rep reported that just met with the patient today. To clarify the patient mentioning the 2 & 5 not working, its actually the patient¿s electrode 0 that is not working because of high impedances. The patient¿s device battery has about 12 months left, so they will work around the impedances until the battery dies normally and will need a replacement. When asked about what date they met with patient since we only know it was ¿prior to christmas¿ the rep said it was right before the holidays, they thinkon (B)(6) 2025.